Event description:
Hcp reported the pump replaced in 2006, after 81 months implant duration due to manufacturer recall. When they contacted the pt to scheduled the replacement surgery, the pt indicated that the pump had not been working well for months. The pt felt like there were "bugs crawling" all over and it was not helping with the pain. At one of the refill visits the pt complained that a clear fluid was leaking out of the site where they injected the needle. Pt had a revision of the pump four days later, due to chest pain. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Preliminary device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.